Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient presented with high capture threshold. It was determined that the lead had perforated the patients rv apex. When repositioning was unsuccessful the lead was explanted and replaced. The effusion resolved post-operatively and the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.